Event description:
The hcp reported the catheter had pulled back out of the it space. Diagnosis was confirmed by a CT scan. The pt was experiencing signs and symptoms of withdrawal (unspecified). No studies were performed. The catheter was explanted and returned to the MFR. The drug was used in the pump is compounded baclofen and morphine. Add'l info has been requested from the hcp but available on the date of this report.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be submitted when device analysis is complete.